Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported high blood glucose levels and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the hospital two days in a row, (B)(6) 2018 (B)(6) and (B)(6) 2018 (B)(6), due to high blood glucose levels that reached 30 mmol/l (541 mg/dl) with ketones present. The doctors diagnosed the patient with an unspecified virus and dehydration. At the hospital the pod was changed and a glucose bag was provided for treatment. On (b)(46 2018, the patient was also administered an extra bolus and had their temporary basal increased by 200%. Length of wear on (B)(6) 2018 was between 4 and 24 hours on the leg. Length of wear on (B)(6) 2018 was between 1 and 4 hours on the arm. Nothing unusual was noted in regards to either pod.